Event description:
It was reported that the patient presented via remote transmission. Upon review, the right atrial lead exhibited noise episodes. No intervention was performed. The patient was stable and would continue to be monitored.